Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (I and ii) using a galileo neo instrument. The testing was performed on (B)(6) 2014.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells on (B)(6) 2014. The immucor laboratory tested retention product on (B)(6) 2014, and the retention product performed as expected. An immucor field service engineer visited the customer site on (B)(6) 2014 and found the instrument to be operating as expected.